Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized with a report that this device was not working. Technical services (ts) recommended having the local field representative contacted to complete a device check. No additional adverse patient effects were reported. Available information indicates this product remains in service. Additional information was requested. At this time, no further information is available. Should additional information become available this report will be updated.